Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was reported that the display was cracked and there was moisture observed behind the display there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings:during investigation, a visual inspection showed no damage to the battery compartment or cartridge compartment. The pump case was cracked next to the upper right hand corner of the display. A leak test was performed and a leak was found in the pump casing. The pump was opened and evidence of moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.